Event description:
Customer called to report that a pod was not delivering insulin. The pod activated, but the user noticed his bg going up for a few hours (up to 400). The pod was being worn on the stomach. The user removed the pod and initiated a bolus - no insulin came out of the cannula. The user gave himself a manual injection to bring his bg down and then activated a new pod. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.